Manufacturer narrative:
No product was returned, thus the failure mode reported was not confirmed and a root cause could not be determined. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
It was reported that, the patient experienced cellulitis at infusion site at right lower quadrant. No medical or surgical intervention was reported.